Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va11cy5, implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that they were not feeling stimulation or getting relief in the two to three months prior to the report. The patient reported that they were on program 4 at 4.5 v during the day and 8.5 v at night and was wetting the bed. The implantable neurostimulator (ins) was repositioned (B)(6) 2016 and the wire was too long for the patient's body. The wire had to be moved over to the side. The therapy was reported to be on. The patient received assistance and changed from program 4 to program 3 at 6.7 v. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.